Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a hypoglycemic event occurred. In the morning on (B)(6) 2020, the patient¿s cgm was 65 mg/dl and before leaving for work, his spouse told him his sugar was low and he needed to take care of it. The next thing the patient remembered was waking up in the evening on the floor. Once he was alert, he determined that when he passed out, he fell onto the wall, the surrounding furniture and the floor and hit his head and possibly damaged his receiver. He cannot remember if his app and receiver alarmed for low (70 mg/dl) or urgent low (55 mg/dl) at the time of the event; however, his receiver is no longer working. He remembered he tried to secure his insulin pump so it would not separate from him. The day after the hypo event, he discovered dried blood in his hair and went to the emergency department (ed). He was evaluated, given fluids via intravenous (IV) therapy, a head CT (computed tomography) scan and the head laceration was cleansed. The patient stated that he could not recall events or if alerts did or did not occur after his cgm receiver displayed 65 mg/dl; therefore, it is unknown if the dexcom was working as intended or failed to alert. No product was returned for evaluation. Data was reviewed for evaluation. The data cannot confirm the allegation without the product to test the alarms. The data shows patient's low alert was set at 80 and there were active alerts on issue date. Probable root cause could not be determined. No additional patient or event information is available.